Manufacturer narrative:
It is not possible to ascertain if the broken portion of the jaw was pulled from the device, when withdrawing the device through the cannula, and stuck in the cannula or if it fell off. Upon following-up with the distributor, the company was told there were no patient complications known and the surgeon is fond of the device, and continues to use it.

Event description:
It was reported that the device jaw broke during a procedure and that the broken piece could not be located. No patient complications were reported. Video shows the surgeon pulling at the jaw after it malfunctioned, which may have caused a further malfunction. The surgeon introduced a second device, and completed the surgery.